Event description:
Literature was reviewed regarding ¿endoleak repair using transfemoral retrograde embolization outside the graft during endovascular abdominal aortic repair¿. The time frame for the study was over a three-year period. An endurant stent graft was implanted in the endovascular treatment of a 44 mm abdominal aortic aneurysm and dissection. The aneurysm neck length was 29mm with a 32 ¿ aortic neck angle. During the procedure, the patient was diagnosed with an ia endoleak. Using retrograde endovascular embolization via the femoral artery five non-medtronic coils were implanted resulting in resolution of the endoleak. At 12 month follow-up, there was no endoleak noted and the aneurysm size decreased by 2mm.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endoleak repair using transfemoral retrograde embolization outside the graft during endovascular abdominal aortic repair zhang z, lian l, feng h, chen x ann vasc surg 2026; 122: 646¿655 https://doi.org/10.1016/j.avsg.2025.08.04 date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.